Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the connecting tube fitting falling off and clogged at the cleaning mouthpiece section. There are no reports of patient harm.

Manufacturer narrative:
Corrected/added d7a. Updated: d8, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, the reported clog was confirmed; the connecting tube fitting used by the customer for reprocessing detached and became clogged at the device cleaning mouthpiece section. A definitive root cause of the issue could not be determined; however, the issue was likely the result of a facility operational problem. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.